Event description:
It was reported that the pt felt discomfort whilst wearing the external equipment. The parents swapped all external equipment but the pt refused to wear the device. Testing in 2004 confirmed that the implant had malfunctioned.